Manufacturer narrative:
Approximate age of device 2 years, 11 months. (Calculated from the date when the mobile power unit was issued to the patient). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported by the technical service representative that during a log file review, there were 2, no external power alarms, when the power cord for the mobile power unit became unplugged. The system controller's back up battery provided power to the lvad during this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard/no external power alarms while on the mpu was confirmed based on the log file data provided by the account. The submitted log file contained data spanning from 12/25/2018 at 23:12:14 to 1/18/2019 at 13:47:22, per the timestamp. Low battery hazard/no external power alarms were captured on 1/1, beginning at 03:33:51. The associated voltage levels indicated that the system was powered by a mobile power unit (mpu) and power to the mpu was lost. Pump support was not affected as the system was supported with the emergency backup battery (ebb) during the event. The alarms resolved upon reconnection to external power. Multiple attempts for additional information were sent to the customer; however, none was provided. Review of the device history records noted that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.